Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The sample arrived out of the pouch connected to an unknown set. Visual inspection was performed and the tubing was found to be cut at a position close to the two piece luer lock sub-assembly. The reported condition was confirmed. The root cause was not determined. This issue is being investigated through CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
The facility contacted baxter (B)(4) to report a catheter extension set with a "cut was observed at the tubing". The malfunction was reported to have been found during priming. There was no patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.